Manufacturer narrative:
A user facility reported, "the sponge attached to the stick separated during use and had to be retrieved form the trocar/patient which caused a delay in the procedure." Deroyal industries requested return of the sample, but it was stated that it could not be returned. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the sponge attached to the stick separated during use and had to be retrieved form the trocar/patient which caused a delay in the procedure."

Manufacturer narrative:
A supplier corrective action request (scar) was issued to the supplier, superbrush llc. Deroyal investigated inventory and found that all were within specification. A complaint to sales ratio was calculated from june 2021 to august 2023 and found to be (B)(4). Root cause: because the sample was unable to be returned, the root cause of the complaint was unable to be determined. Corrective and preventive action: an update to labeling was made to clarify the sizes of trocars to be used with the small and large size brushes. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.